Manufacturer narrative:
H10: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received one open sample that shows the thread damaged. This problem probably occurred during the manufacturing process when winding the thread. It could have been caught in the clips of the support causing this sort of damage to the thread. Reviewed the batch manufacturing record, there were no incidences reported related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received for this code-batch regarding this issue, we consider that this is an isolated and accidental unit. Remarks: we will inform the personnel involved about this incidence. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that frayed threads occurred when opening the package.. The defect was observed prior to use. No more information has been provided.